Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided, d4: additional device information unknown / not provided, h4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant at tooth site 47 was placed by hand after preparing implant bed according to drilling protocol. While screwing the internal hex surface of mount fractured. Bone density is d1 and torque was max. 40 n/cm. Procedure was completed with another implant of bigger diameter 4,7.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer h4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One implant (tsv4b11), mount, and mount screw were returned for investigation. An additional screw was also returned but there were no allegations against it. Visual/physical evaluation of the as returned devices identified that the mount hex was fractured off. Additionally, the implant¿s drive feature, collar, and upper external threads were severely damaged possibly during removal. The returned mount fmt4 (purple) does not belong to the returned implant (tsv4b11) - the correct fixture mount is fmt3. DHR review for the lot (1254775) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1254775) and no similar event or complaint was found. (Complaint category keyword: fracture: mount). Based on the investigation and risk management file review, the most likely root cause determined was misuse or off-label use. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.